Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, the outer insulation was cut, there was blood (not obstructed) on the proximal conductor, and the distal electrode was covered in blood. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during the implant attempt the right atrial (ra) lead had high thresholds in two locations despite good p-waves. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.